Event description:
It was reported that during a ptca/stent procedure, during deployment of the stent, the balloon ruptured when inflated to 12atm. The delivery system was removed without issue. A dissection was noted proximal to the stent. Another tetra was deployed to treat the dissection. Reportedly, the pt is doing well.